Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a technical alarm indicating a power failure. The service engineer investigated the ventilator and found several technical errors including power errors as well as other issues. During a thorough review, it was found that the dc/dc & standard connectors printed circuit board (pcb) and the expiratory channel pcb were defective and needed replacement. It was also found that both pcb memory backup batteries were depleted and that membranes and sealings were dirty and needed cleaning. The device had not been properly maintained and had also been tampered with. After the necessary measures, the ventilator passed functional tests and simulated use test ventilation ran successfully for four hours. No device logs or replaced parts were returned for investigation. No further issues have been reported. If an internal power failure occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated.

Event description:
It was reported that the ventilator had a technical alarm indicating a power failure. There was no patient involvement. Manufacturer ref. #: (B)(4).